Event description:
N/a.

Manufacturer narrative:
The catheter (ID ns0339) was returned for evaluation. Failure analysis: the catheter was visually inspected and no defects were noted. The catheter was too short to allow any investigation. Root cause analysis: the possible root cause for the issue reported by the customer, could be due to catheter susceptible to kinking which leads to occlusion or could be due to biological debris and protein build up interfering with the catheter. However, it was not possible to confirm and identify the root cause of this assumption as the product was too short for investigation.

Manufacturer narrative:
Complaint sample was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2023-00307. A physician reported a certas valve (ID 828804) was implanted via ventricular-peritoneal (vp) shunt on unknown date with unknown setting. It was used with bactiseal peritoneal catheter (ID ns0339). Since obstruction was suspected, the valve and the bactiseal peritoneal catheter were removed on (B)(6) 2023. According to information provided, it is unknown if the catheter failed, however, it was explanted. It is also unknown if the patient experienced signs and symptoms due to product problem.